Manufacturer narrative:
Examination was not possible, as the devices were not returned. A complaint database search finds no other reported incidents against the known product and lot code since its release for distribution. No trend for failure is identified regarding the instrumentation associated with this event. The investigation could not verify or identify any evidence of product error with regard to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated.

Event description:
The patient was revised because of a fractured stem. During the revision the trephine shaft broke on two instruments causing the surgeon to close the patient until more instruments were available. The surgery was completed two days later.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.